Manufacturer narrative:
Device has not yet been returned. The determination of the root cause is pending the results of an investigation.

Event description:
The user reported that the system did not respond appropriately when the reservoir level was low. There was no patient harm; however, this type of event is considered reportable.

Manufacturer narrative:
Device has not yet been returned. The determination of the root cause is pending the results of an investigation. Follow up #1: investigation pending return of device.

Event description:
The user reported that the system did not respond appropriately when the reservoir level was low. There was no patient harm; however, this type of event is considered reportable.

Manufacturer narrative:
Device has not yet been returned. The determination of the root cause is pending the results of an investigation. Follow up #1: investigation pending return of device. Follow up #2: investigation pending return of device.

Event description:
The user reported that the system did not respond appropriately when the reservoir level was low. There was no patient harm; however, this type of event is considered reportable.

Manufacturer narrative:
Investigation unable to be conducted as the sensor was not returned despite requests from the manufacturer.

Event description:
The user reported that the system did not respond appropriately when the reservoir level was low. There was no patient harm; however, this type of event is considered reportable.